Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) missing two connector pins was confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on (B)(6) 2023. Upon initial observation, pin 5 and pin 8 were missing from the black lemo connector of the mpu¿s patient cable. Pin 5 is not utilized within the black lemo and pin 8 is connected to the shield of the cable. The mpu was functionally tested and found to perform as intended without any issues. The mpu was forwarded to the product performance engineering (ppe) lab for further analysis. The mpu was further tested in the ppe lab with the returned heartmate 3 system controller (serial number: (B)(6)) and a test system controller. The mpu was able to provide power to a mock loop without any alarms activating for an extended duration. Additional information provided on (B)(6) 2023 stated that one pin was suck in the white cable of the system controller and the black cable of the mpu had two pins missing. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook section entitled ¿emergency contact list¿ cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 lot number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The patient system controller was switched due to a pin that was stuck in the white power cable of the primary system controller. The mobile power unit (mpu) black power cable was missing 2 pins. The event log contained a driveline connect alarm, low speed hazard alarm, low flow hazard alarm, which appeared to be associated with the system controller swap. The pump appeared to be operating within normal parameters. The mpu was replaced with a hospital loaner temporarily. The patient was stable at home. Related manufacturer reference number: 2916596-2023-07182 system controller (B)(6).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.